Event description:
It was reported that during device inspection before use it was noticed that the vision stent was loose on the balloon. When the stent delivery system was moved slightly, the stent wiggled then moved off of the balloon onto the shaft of the delivery system. The device was not used and there was no patient involvement. There was no clinically significant delay in procedure or therapy. No additional information was provided

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned the stent delivery system (sds) found blood visible on the balloon and shaft, consistent with handling. The stent implant was dislodged from the balloon and was returned on the shaft, confirming the reported dislodgement. There was no damage noted to the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The stent outer diameters were measured and met manufacturing criteria. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It is possible the stent was inadvertently handled, resulting in the stent dislodging proximally from the balloon however this could not be confirmed. A search of the lot history record indicated no nonconformances for the lot and a search of the complaint database indicated no related incidents. A conclusive cause for the reported stent dislodgement could not be determined, however, there is no indication of a lot specific product quality deficiency.